Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. The customer¿s blood glucose level was 190 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.